Event description:
Device 2 of 4: reference MFR report #: 1627487-2012-05324; reference MFR report #: 1627487-2012-05326; reference MFR report #: 1627487-2012-05327. The pt received a percutaneous lead and two extensions (from different lots) for off-label use on (B)(6) 2011. The pt received a percutaneous lead for off-label use on (B)(6) 2012. During a programming visit, the pt was experiencing more discomfort than pain relief. It was also reported an impedance check was performed and revealed invalid contacts. The pt underwent surgical intervention and one of the leads was repositioned. The other lead was found to be missing a terminal end and was disconnected from one of the extensions. Both extensions were found to be kinked. As a result, the lead and both extensions were explanted and replaced.

Manufacturer narrative:
Evaluation results: the lead was received incomplete. Microscopic inspection revealed that the 1st electrode from the terminal end was missing. There was discoloration inside the inner lumen in several locations on the lead body of the stimulation segment. No other anomalies were observed. A missing terminal lead would prevent the lead from being properly secured in the header of the extension. Therefore, lead disconnection was confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.